Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the customer's reported issue of "dim light" could not be confirmed. Instead, the technicians identified other defects, specifically damage to the blade and the housing. As the alleged weak illumination could not be reproduced and only physical damage was found, we conclude that the device was likely used improperly by the customer. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that cmac has dim light. No negative impact on state of health reported.